Event description:
Customer reported that a pyxis anesthesia es system displayed a black screen in the middle of a procedure. The nature of the procedure was not disclosed. Name of required medication was not disclosed. Customer stated that the device was operational after rebooting. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system displayed a black screen in the middle of a procedure. The nature of the procedure was not disclosed. Name of required medication was not disclosed. Customer stated that the device was operational after rebooting. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A technical support specialist evaluated the device, there was no evidence of a black screen. The technical support specialist reported that the station was being actively used. Customer confirmed device is operational.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, d1, d4, g1, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 23-mar-2021 to 23- mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device displayed a black screen. A technical field specialist rebooted the system to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
The customer reported that a bd pyxis anesthesia es system displayed a black screen in the middle of a procedure. The nature of the procedure was not disclosed and the name of required medication was not disclosed. Customer stated that the device was operational after rebooting. Patient or user harm was not reported.